Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a spyglass ds controller and two spyscope ds used during the same procedure. It was reported to boston scientific corporation that a spyglass ds controller and two spyscope ds were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during preparation, the physician noticed that the first spyscope ds frequently appeared black screen and could not show the image before the procedure. A second spyscope ds was used, however, the problem still occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.